Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The reported "failed calibration" problem was not duplicated. In user mode the dso passed pressure testing at 24 psi. The downstream occlusion sensor was replaced as a preventative measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device., corrected data: the catalog number was incorrectly documented in the initial report.

Manufacturer narrative:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.

Event description:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.